Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise which led to pacing inhibition. The clinic will continue to monitor the patient. No intervention was performed. The patient had no adverse consequences.